Manufacturer narrative:
Batch review performed on 30 october 2018: lot 154737: (B)(4) items manufactured and released on 14 january 2016. Expiration date: 2020-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient came in due to signs of infection 1 year and six months after the primary. On the following day the surgeon performed an I&d and swapped the poly. [Pathogen: strep. B].